Event description:
The customer reported that the ec analyzer produced a false negative result for hepatitis b surface antigen on a pt sample. There was no report of pt harm as a result of this occurrence.